Event description:
It was reported that pump started and charged but showed malfunction alarm that prevented access to pump, and no blood glucose information was available. There was no reported impact to the customer¿s blood glucose level. Customer used replacement pump provided under warranty, and original device was scheduled to be returned to distributor for evaluation.